Event description:
During a coronary drug eluting stenting treatment produce the stent was not positioned correctly between the marker bands. The 75-80% stenosed lesion in the non-calcified, mildly tortuous proximal left anterior descending (lad) artery was predilated with a 2.5x15mm maverick 2 balloon inflated to 8 atm's. The physician positioned the stent according to the marker bands. After the stent was deployed the physician found that the stent did not cover the entire lesion. A portion of the lesion was not covered by the stent proximally. He suspected that the stent had not been properly positioned between the two marker bands. No patient complications occurred. Patient status is satisfactory.